Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 16-jul-2024. Patient reported that the occlusion was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.